Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised of board charger that came with the chair is not working properly. Dealer advised charge light comes on immediately like chair is already charged.